Event description:
On (B)(6) 2010, pt reported, the up and down buttons on her infusion device stopped working. Pt stated, she noticed the issue about a month ago. Pt reported, the issue began as an intermittent problem and now neither button will work at all. Pt stated, she noticed the issue while attempting to bolus. Pt reported, the buttons push in and pop out when pressed. Pt is currently using her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.